Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power supply cable was frayed and wires were exposed. Sparking was not replicated during the investigation but the reported event of exposed wires was confirmed.

Event description:
It was reported that the patient observed sparking from the power supply cord of their patient electronics device. The patient reported the cable was frayed. The unit was replaced and there were no adverse consequences to the patient.